Event description:
It was reported that the versacore guidewire was being used in a procedure to remove the clot from a dialysis fistula in the arteriovenous graft. During advancement, resistance was met, and the wire was pushed through the clot of the graft. After the wire crossed through the clot, it was noted that there was a gap between the body of the wire and the radiopaque tip. The device was easily removed from the anatomy in one piece. There was no resistance during removal. The device unraveled at the transition point where the stiff and the floppy segments meet. There was no adverse patient effect. Another versacore wire was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.